Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a routine device replacement procedure on an unknown date. Upon opening the pocket, it was noted that the right ventricular lead was not capturing. The lead was then connected to the psa and was given highest output to ensure capture. The patient was pacer dependent. Upon reviewing the lead, insulation had breached near the connector pin was noted. Patient had to be given CPR during the case due to the sudden increase in threshold. The lead was replaced with a competitive lead during the procedure. Patient was fine after the case.